Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. The customer's report was not confirmed or replicated. The device was put through extensive testing including bench handling and hot swapping batteries without duplicating the report. The monitor board and dock connector board were replaced as a pre-caution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.